Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site located in the pt's right coronary artery. Upon the initial inflation attempt, it was reported that the balloon catheter would not inflate and hole was observed in the balloon. Subsequently, the stent became dislodged from the balloon catheter and was undeployed in the pt. In response, the physician utilized two wires to successfully retrieve and withdraw the stent from the pt. The target lesion was subsequently predilated three times and another stent was successfully deployed at the target lesion site. There were no additional complications reported relative to this event.